Manufacturer narrative:
The investigation for the automated impella controller (aic) power on issues/blank screen issues has been completed. Console logs from the reported day of event are consistent with the complaint and showed unexpected controller shutdown alarms on two occasions, as well as loss of opm data followed by the inability to shutdown the console after disconnecting the pump. These events correspond to two separate failure modes and root causes: - the first event (unexpected shutdown alarm) occurred immediately after the aic was powered on for the first time at the account. Prior to that, the console was at abiomed, and had not been properly shut down by the technician prior to transport, but rather batteries were disengaged (via transport switch) after alternating current (ac) cord was unplugged. The alarm was then expected during consecutive boot-up. - the second event (inability to shut down the console, reported as ¿froze, not able to prompt¿). After the pump was disconnected a couple of times during a case start, a software error occurred where opm data was no longer sent. As the result, the console could not detect pump disconnection, as the signal-to-noise (snr)<150 condition could not be verified. This was followed by the controller error alarm (due to opm comm stopped), and the inability to shut down the console despite the pump being disconnected. In order to forcefully shut down the console, ac cord was unplugged and batteries disengaged via transport switch. Upon next boot-up, the console presented with alarm (which was expected). The cause of the aic issue was a software issue (resulting in loss of opm data, leading to inability to detect pump disconnection followed by inability to shut down the console) this report is being filed as a part of the retrospective review of historical records.

Event description:
The biomedical engineer reported that the automated impella controller unexpectedly shut down and showed a "pump did not detect impella". There was no patient impact reported as there was no patient involvement.